Manufacturer narrative:
Unit was received with critical pump error open book image and pump error 35 alarms were present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. Unit was received with cracked case on battery tube area. Unit was received with a white spot on top right corner of screen due to moisture damage on all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, cracked battery tube threads, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label, peeling end cap address label, and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked along the battery compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.